Event description:
On (B)(6) 2011 pt reported his infusion sets are leaking at the infusion site during a bolus. Pt stated blood is also coming out. Pt reported the leak occurred with the last 2 infusion sets he used. Pt stated he is inserting the infusion set below his naval and inserts them by hand. Pt reported he noticed the leak because his underwear were wet and had blood. Pt stated he is not sure if the leak came from his body or from the infusion set. Pt reported he took a 20.0 unit bolus of insulin and then 10 minutes later he had to take 10.0 more units of insulin. Pt stated this is a normal bolus for him. Advised pt of proper infusion site rotation and other available sites. Had pt remove the old infusion set. Pt reported insulin came out of his body from where the infusion set was. Advised pt his body was not absorbing the large bolus fast enough. Advised pt he can break a large bolus up into smaller portions, leaving a few minutes between boluses to let his body absorb the insulin. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Infusion set was replaced and requested return of the alleged infusion set for eval.